Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is: when the user detects water leakage during reprocessing (water leakage test after pre cleaning), manual cleaning cannot be continued when water leakage is detected. Therefore, the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. The event can be detected/prevented by following the instructions for use which is stated in: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection; and, in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had black water flowing out. There was no patient involvement.